Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad of the insulin pump was not functioning well. The customer's blood glucose level was 178 mg/dl. Customer stated that the insulin pump can be turned on however the keypad was not functioning properly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer stated the minutes changed. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test. (B)(4).